Event description:
The patient reported incontinence problems. A lead revision was performed to move the lead. The lead revision resolved the reported issue.

Manufacturer narrative:
Product remains implanted and patient is receiving adequate therapy from the system. This is the final report.